Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). UDI: (B)(4). Investigation is completed. This report is being submitted as an initial final submission. Reported issue: on (B)(6) 2019, it was reported that during processing it was found that the device was missing a side screw. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher on december 19, 2019 revealed that the device was within calibration specifications and produced a passing sample mesh when tested. It was noted that the screw was missing on the top gear guard. The comb, roller gear and roller had some visible damage. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 19, 2019 which included replacement of the missing screw, comb, roller and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the screw was missing on the top gear guard. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that during reprocessing the device was missing a side screw. No harm, no delay reported. At evaluation and investigation of the device a damaged comb was found. No adverse events were reported as a result of this malfunction. No additional event information available.